Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. Replacement part, mx_100/x3 speaker assembly, was ordered and shipped to the customer's site to resolve their issue.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker problem. A "speaker malf. Inop" was displayed and there was no sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer. Replacement part, mx_100/x3 speaker assembly, was ordered and shipped to the customer's site to resolve their issue.

Event description:
It was reported that the intellivue multi-measurement module x3 had a speaker problem. A "speaker malf. Inop" was displayed and there was no sound coming from the device. The device was not in use on a patient at the time of event, there was no patient involvement.